Manufacturer narrative:
Samples from the patients were returned for investigation. The samples were tested with the same lot of reagent as the customer used. The customer's results were reproduced. No reagent specific issues were identified and the reagent performed to specification.

Event description:
The customer alleged they received questionable igg antibodies to rubella virus (rubg) results for two patients on their elecsys 2010 analyzer. The first patient's initial rubg result was 18.35 iu/ml and it was reported outside the laboratory. The sample was repeated and the result was 17.34 iu/ml. These results were both positive. The first patient was tested in another laboratory and the result was negative. The second patient, a female, had an initial rubg result of 26.89 iu/ml and it was reported outside the laboratory. The sample was repeated and the result was 27.58 iu/ml. These results were both positive. The second patient was tested in another laboratory and the result was negative. There were no adverse events. The rubg reagent lot number was 174658. The expiration date was requested but not provided.

Manufacturer narrative:
The samples were investigated by neutralization with rubella virus, by recomblot and by plastelia rubella igg. All the samples were neutralized indicating the presence of specific igg. The recomblot results confirm all the samples were positive. Finally, the platelia rubella igg results were positive in all the samples. The elecsys results for all four patient samples were considered to be correctly positive.

Manufacturer narrative:
This event occurred in (B)(6).